Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The procedure proceeded without difficulty until after the knot advancement was completed. The devive was difficult to remove from the pt, and it was noted that the j-tip was missing. The pt was sent for surgical removal of the j-tip. The device was discarded by the hosp staff and the lot number was not available. However, j-tip detachment occurs when the sutures are collected improperly, causing them to wrap around the sheath. The suture then cuts into the sheath if tied too tightly, interfering with device removal and allowing the j-tip to detach if sufficient force is used to pull the device out. The instructions for use clearly describe the proper "bowstring" technique for accessing the sutures without wrapping the sutures around the sheath. J-tip detachment has not been seen when the proper "bowstring" technique is followed.